Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after the implant at the predischarge check, the left ventricular (lv) lead was not capturing at high output. A chest x-ray showed that the lv lead had dislodged into the main body of the coronary sinus. The lead was explanted and replaced. No patient complications have been reported as a result of this event.